Manufacturer narrative:
Date of event is an estimate based on aware date as event date is unknown.

Event description:
It was reported that stent dislodgement occurred. A 28 x 2.50 promus premier drug-eluting stent was advanced for treatment. However, during the procedure, the stent came off the balloon. No further information was available.